Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient and device information. Further information was requested but not received. Medwatch report mw5153012 received to nmd complaints on (B)(6) 2024: caller reports ins battery is dead and unable to recharge. Caller then stated device is a proclaim xr7 technical services redirected to abbott. Patient opted to not provide contact information. Further information cannot be obtained at this time.

Event description:
It was reported via medwatch form (mw5153012) that the patient's scs ipg was inoperable. Initial reporter elected not to be identified.